Event description:
The patient reported that his device lasted a little over 2.5 years, and asked why didn't the device last 4-7 years like the book said. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.